Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmologist report that after opening the capsulorhexis, the capsular bag burst during a laser assisted cataract procedure. Everything looked normal during the laser portion of the procedure. Even after opening the corneal access, everything still looked fine. The ophthalmologist commented that the burst was due to application error. The event was triggered by an inattention of surgeon. The laser was not responsible for the event . It had worked normally.

Manufacturer narrative:
Posterior capsule (pc) tear is a potential consequence of cataract extraction by phacoemulsification. Based on assessment, the product met specifications at the time of release. The customer confirmed that it was user error and the system did not contribute to the reported event. The root cause of the reported event can be attributed to user error. (B)(4).